Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin pump would alarm no delivery when priming or filling the tubing. The battery cap was also hard to remove. The customer's blood glucose was unknown. The customer was unable to perform troubleshooting because the issue was a past event. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer was unable to remove the battery cap with a quarter but was able to remove the cap with a large screwdriver. The customer was advised to monitor the insulin pump. The customer did not return the product for analysis.